Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located on 2 west at the hospital. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the side rail not latching due to the ratchet rivets missing from the top of the end tube. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on his bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the ratchet rivets to resolve the issue. Based on this info, no further action is required.